Event description:
Customer related the pt arrived on the unit without symptoms. Customer related pt vital signs were taken by the dialysis machine (c3+). Pre treatment (10:52 a.m.) B/p 137/75, pulse 31, no respiration document throughout treatment. 10:52 am, pre treatment vital signs. Blood pressure was 137/75. Mean arterial pressure was 93 and pulse was 31. 11:18 a.m. Starting treatment vital signs. Blood pressure 126/103, mean arterial pressure and pulse was 0. Blood pump speed was 210. 11:20 a.m. During treatment 195/89, mean arterial pressure 125 and pulse 0. Blood pump speed was 130. 11:22 blood pressure was 69/53, mean arterial pressure 63, pulse 0 and blood pump speed was o. Customer related pt lost consciousness at 11:23, CPR was initiated. Pt was transferred to the ICU. In a conversation with dialysis technician on 08/10/2000. It was related unit policy is to do a phlebotomy prime. It was also related the patient's blood never touched the dialyzer/filter. It was also expressed the pt was septic. Customer related the physician was under the to false impression that the hemophan had the same bradykinin characteristics as an69. Customer related the incident was not related to the treatment.